Event description:
On (B)(6) 2010, patient's mother reported patient has had issues with leaking while on his infusion device. Mother stated the past 2 cartridges have leaked insulin into the cartridge compartment of the infusion device. Mother reported on (B)(6) 2010, the leak resulted in the patient having ketones. Mother reported when the insulin cartridge gets down to 25.0-50.0 units of insulin, it will leak a small amount of insulin into the insulin cartridge compartment. Mother stated it's not enough to pour out. Mother reported she has been able to swab out the insulin with a cotton swab. Mother stated the 1st cartridge has been disposed of but she has the last one that leaked. Mother reported she feels the cartridge is leaking at the plunger. Mother reported patient's blood glucose on (B)(6) 2010, went up to 30 mmol/l (540 mg/dl), they bolused, and then 2 hours later, his blood glucose was 28.5 mmol/l (513 mg/dl). Patient normal blood glucose range is 5-10 mmol/l (90-180 mg/dl). Mother stated, they noticed the infusion set was cracked and leaking where the infusion tubing attaches to the insulin cartridge. Mother reported the patient changed his infusion tubing and about 1.5-2.0 hours later, his blood glucose was back to normal. Advised for pt to go on the backup infusion device. On call back from mother on (B)(6) 2010, mother stated patient has received the new insulin cartridges and no leaks have occurred while using them and the backup infusion device. Mother reported only a small amount of insulin spilled inside of the infusion device initially. Advised to switch back to the infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.